Event description:
During a pt treatment on a system 1000 hemodialysis machine a dialyzer blood leak occurred without a machine blood leak alarm. Although it was reported that the blood leak was observed, the attending nurse tested for blood at the drain line twice and the both tests were negative. The dialyzer was changed and treatment was continued. It was not reported if there was any pt injury or medical intervention associated with this incident but none was indicated. An attempt to obtain additional info was made, however the user facility would not provide any further info.